Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated shocking only occurred at night when the patient laid down. It was unknown whether it was program a or b that 'shocked.' It was indicated the doctor had made some adjustments, but the shocking remained. It was noted the patient fell two days ago; however the shocking had been present since implant. Stimulation had yet to be turned down to determine if that would lessen the shock, but was stated to be attempted. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information indicated that the patient did not have concerns with his device/therapy.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(4) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Follow up information received reported that the manufacturer's representative met with the patient last week. The cause of the reported shocking was unknown but it was noted that during down the stimulation at night did resolve the issue. The patient had good stimulation coverage for their pain and was happy with the therapy. If additional information is received, a follow up report will be sent.